Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the screw was came out of a prograsp forceps instrument while it was being used in a patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical sales representative (csr) and field service engineer (fse) and obtained the following additional information: the csr reported that there were no distributor or intuitive personnel attending the particular reported procedure. When the csr collected the broken prograsp forceps instrument, the surgical assistant relayed the events to the csr. The customer reported that there was no damage reported before the case started, but the surgeon had noted that the prograsp forceps was not gripping halfway through the procedure. The customer then noticed that the hinge pin on the prograsp forceps was protruding on the camera. The assistant inserted a large needle driver on arm 4 and the surgeon removed the pin from the prograsp forceps. There was some concern from the customer that the prograsp forceps would not be able to exit via the robotic cannula on arm 1 with the pin protruding on the side of the hinge. The customer clarified that the hinge pin only protruded and never fell into the patient. The surgeon had grasped it with a large needle driver, pulled it out of the hinge, and passed it to the assistant, who removed it from the patient with a laparoscopic needle driver through the airseal assistant port. The customer confirmed that the patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material, as the hinge pin was removed from the patient and returned with the broken instrument for assessment. No images or patient demographics were available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis team. The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. Measurement results suggest the pin was not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage.